Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('persistent pelvic pain for several years') and device breakage ('small fragment of a residual tubal implant (88 mm in the longest axis)'). In a 49-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("residual tubal implant"), (B)(6) years (B)(6) months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("positive ++ for nickel and low positivity for chromium and cobalt"), dermatitis contact ("contact allergy"), depression ("depressive syndrome") with depressed mood and tearfulness, insomnia ("insomnia") and anxiety ("anxiety"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dermatitis contact, depression, insomnia and anxiety outcome was unknown. And the device breakage and complication of device removal had not resolved. The reporter considered allergy to metals, anxiety, complication of device removal, depression, dermatitis contact, device breakage, insomnia and pelvic pain to be related to essure (ess205). The reporter commented: consultation of (B)(6) 2010: lacks morale, feels sad, crying, insomnia, anxiety, due to treatment for several months. Consultation of other doctor on (B)(6) 2017: during the interviews, patient has repeatedly mentioned the clinical complications induced by essure implant. Courier from other doctor dated (B)(6) 2016: note also, that the patient is followed for a depressive syndrome under effexor and a follow-up with a psychiatrist is planned. Dermatologist stated, after allergy test positive for nickel, cobalt, potassium, with this or these substance(s). It will present eczema (redness, itching). Which will persist for several days or several weeks, sometimes longer in the event of prolonged contact. It is therefore, important that you avoid any skin contact with this or these substance(s), because there is no desensitization for eczema, and the only treatment is avoidance. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date, positive + + for nickel and a low positivity for chromium and cobalt s and potassium dichromate. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021, quality safety evaluation of ptc. On (B)(6) 2021, ha number received: (B)(4). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain for several years') and device breakage ('small fragment of a residual tubal implant (88 mm in the longest axis)') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("residual tubal implant"), 10 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("positive ++ for nickel and low positivity for chromium and cobalt"), dermatitis contact ("contact allergy"), depression ("depressive syndrome") with depressed mood and tearfulness, insomnia ("insomnia") and anxiety ("anxiety"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dermatitis contact, depression, insomnia and anxiety outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter considered allergy to metals, anxiety, complication of device removal, depression, dermatitis contact, device breakage, insomnia and pelvic pain to be related to essure (ess205). The reporter commented: consultation of (B)(6) 2010: lacks morale, feels sad, crying, insomnia, anxiety due to treatment for several months. Consultation of other doctor on (B)(6) 2017: during the interviews, patient has repeatedly mentioned the clinical complications induced by essure implant. Courier from other doctor dated (B)(6) 2016: note also that the patient is followed for a depressive syndrome under effexor and a follow-up with a psychiatrist is planned dermatologist stated after allergy test positive for nickel, cobalt, potassium: with this or these substance(s), it will present eczema (redness, itching) which will persist for several days or several weeks, sometimes longer in the event of prolonged contact. It is therefore important that you avoid any skin contact with this or these substance(s) because there is no desensitization for eczema, and the only treatment is avoidance diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive + + for nickel and a low positivity for chromium and cobalts and potassium dichromate. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain for several years') and device breakage ('small fragment of a residual tubal implant (88 mm in the longest axis)') in a 49-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("residual tubal implant"), 10 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("positive ++ for nickel and low positivity for chromium and cobalt"), dermatitis contact ("contact allergy"), depression ("depressive syndrome") with depressed mood and tearfulness, insomnia ("insomnia") and anxiety ("anxiety"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dermatitis contact, depression, insomnia and anxiety outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter considered allergy to metals, anxiety, complication of device removal, depression, dermatitis contact, device breakage, insomnia and pelvic pain to be related to essure (ess205). The reporter commented: consultation of (B)(6) 2010: lacks morale, feels sad, crying, insomnia, anxiety due to treatment for several months. Consultation of other doctor on (B)(6) 2017: during the interviews, patient has repeatedly mentioned the clinical complications induced by essure implant. Courier from other doctor dated (B)(6) 2016: note also that the patient is followed for a depressive syndrome under effexor and a follow-up with a psychiatrist is planned dermatologist stated after allergy test positive for nickel, cobalt, potassium: with this or these substance(s), it will present eczema (redness, itching) which will persist for several days or several weeks, sometimes longer in the event of prolonged contact. It is therefore important that you avoid any skin contact with this or these substance(s) because there is no desensitization for eczema, and the only treatment is avoidance diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive + for nickel and a low positivity for chromium and cobalt s and potassium dichromate. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate of (B)(4) and all information was transferred to the retained (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.